Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes during a routine follow-up, dashes (---) were noted for several parameters. Programming, emergency vvi and a software download were all unsuccessful. Therefore, the device was replaced.